Event description:
It was reported the placement of the ipg was uncomfortable. Surgical intervention took place wherein the properly functioning ipg was replaced and repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.